Manufacturer narrative:
Further investigation revealed that the customer was using a different manufacturers reusable connectors. The connector used was not labeled as a tested or approved accessory in the torrent devices instructions for use. The sales rep informed the doctor that the connector was not an approved accessory to our device and instructed to use an approved connector. Based on the information provided, there was no injury to either pt or user. Complying with (B)(4) 1910.1030(d)(3)(I) and (B)(4) technical guidelines requires the facility to provide, and wear, appropriate protective equipment. This would mitigate any potential for harm.

Event description:
The device is connected to specified tubing and accessories and is used to provide irrigation during endoscopic procedures. It was reported that during a procedure sterile water leaked at the luer lock connector vale and sprayed onto the doctor. There was no reported harm to either the doctor or the pt.